Event description:
It was reported that this pacemaker system exhibited impedance issues and loss of capture (loc) on both the right atrial (ra) and right ventricular (rv) leads. A revision procedure was performed, the pacemaker and both leads were explanted and replaced with new device and leads. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited impedance issues and loss of capture (loc) on both the right atrial (ra) and right ventricular (rv) leads. A revision procedure was performed, the pacemaker and both leads were explanted and replaced with new device and leads. No additional adverse patient effects were reported.